Event description:
A PICC line placed for glucose management in the spring of 2009. Five days after placement, an attempt was made to remove the line which was unsuccessful and surgery was consulted. The day after the unsuccessful attempt at removal, a pediatric surgeon attempted to remove the line with gentle manipulation and traction. Twenty two cm of a 30 cm catheter was successfully removed when the line snapped leaving the remaining 8 cm within the pt's arm. A small portion of the catheter was visible above the insertion site. The infant was taken to surgery for successful removal of the remaining 8 cm of catheter. Two days after surgery, the pt was discharged home in stable condition with no signs or symptoms of infection.

Manufacturer narrative:
The sample was received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).